Manufacturer narrative:
The customer did not supply patient's weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. The customer was advised to send the patient's sample to the beckman coulter complaint handling unit (chu) for evaluation. The patient's sample was analyzed utilizing the access toxo igg assay on the access 2 immunoassay system (serial number (B)(4)). The marseilles chu obtained two (2) reactive results and confirmed customer's results. Further testing of the sample, with animal derived blocker proteins, did not decrease the sample's signal so the marseilles chu did not find the presence of a patient source interferent in the sample. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining repeatable reactive toxoplasma gondii igg (access toxo igg) results for one (1) patient sample involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) that were discordant to one (1) other device and to the patient's previous results. The initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 600 access immunoassay system and obtained one (1) reactive result again. The customer analyzed the patient sample on an alternate device, an elisa manufactured by bio-rad, which produced a discordant, non-reactive result. There was no report of patient injury or change in patient treatment associated with this event. Calibrations, quality controls and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data or information regarding sample collection, sample handling or sample processing.